Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. On (B) (6) 2010, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch ultra2 meter is giving inaccurate erratic readings of "94, 182, and 210 mg/dl." The reported readings were done within 20 minutes of each other. Reportedly, the pt took her insulin based on the novolog insulin based on a sliding scale per the lfs meter readings. Reportedly, at unspecified time and date later, the pt developed symptoms described as "hot, sweaty, and clammy skin." The reporter claimed that the pt did not receive any treatment as a result of the product issue. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. During troubleshooting, the csr noted that the pt's testing process was incorrect. The results were taken from the same approve sample site. This complaint is being reported because, the pt claimed she developed symptoms that can be associated with hypoglycemia after she took insulin based on the alleged inaccurate readings. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.